Event description:
It was reported that the patient underwent a "mesh sling/bladder surgery" in 1975 and mesh was used. The patient experienced pain bleeding, stones, urinary tract infections, and learned in 2001 that the mesh eroded into her bladder following the procedure. It was reported that the patient has undergone additional surgeries. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.